Event description:
Found during testing. According to the reporter, the device smelled of smoke and would not power up in battery. There was no pt use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and observed that it would not power up, and also evidence of burning on the system pcb assembly. Physio replaced the pcb assembly and then observed proper device operation through functional and performance testing. Physio further evaluated the replaced assembly, but could not determine a component root cause.